Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device would not lock the chuck and the trigger is sticking was confirmed. An assessment was performed on the device which determined the device would not hold/secure attachments and gages, and the bottom trigger was sticking. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a transphyseal fusion surgical procedure on a horse, it was observed that the compact air drive device would not lock the chuck and the trigger was sticking. It was reported that there was a five minute delay due to the event and an identical spare device was available for use. It was reported that the procedure was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.